Event description:
Surgeon reports difficulty tracking over 50% of patients. Field engineer noted 2 patients involved. Ophthalmic technician stated there was no delay, all cases were completed, no indication of harm or post op concern. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).